Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose exceeded 600 mg/dl. The customer stated that he woke up and his blood glucose was unreadable, and when he attempted to treat his hyperglycemia he noticed that the insulin was cloudy. Additionally, the battery to his insulin pump died recently. The customer changed his infusion set and reservoir and his blood glucose came back down to 122 mg/dl. Troubleshooting was initiated to inspect the insulin pump and no apparent anomalies were noted; however, the customer was unable to perform the high pressure test due to lack of a tubing clamp. No products were returned and a reservoir and tubing clamp was sent to the customer.